Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Results: a sample was not returned for evaluation. A photo was received a visual inspections was done on the photo. The photo showed the defect of blood leakage from the tube. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5188736. Conclusion: a CAPA was done refer to CAPA #(B)(4), without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a bd vacutainer ® push button blood collection set with pre-attached holderhad blood leakage between the butterfly and sample holder. No injury, no medical intervention. No mucous membrane exposure.